Event description:
Customer reported device smoking with possible flames. Customer stated the plastic is melted off device. A request was made for the return off the subject device and replacement product was sent.